Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported hypotension could not be determined. The reported patient effect of hypotension, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. It was noted that imaging was difficult. Upon inserting a xtw into the anatomy, the patient experienced a drop in blood pressure. An angiogram was performed and showed that inferior vein cava (ivc), was perforated and a pleural effusion was present. Therefore, the physician decide to remove the clip and discontinue the procedure. The patient was given medication and transferred to the ICU. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.